Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker diagnostic technician through visual inspection. Based on the risk documentation a bent duraguard can occur if excessive side load is applied to the feature. Device was placed in parts retention.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the duragaurd was bent. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.